Manufacturer narrative:
The actual device was returned for evaluation. Upon evaluation, it is clear that the bottom lock broke. Through past testing, symmetry identified that when additional forces are applied to the locking mechanism of the handle by excessively squeezing and twisting the handle during the use of a dull blade or while cutting a large or dense bone, the bottom lock will yield. To help prevent this occurrence, symmetry chose to improve the safety of the product by increasing the thickness of the bottom locking mechanism that experiences the stress. This change occurred in 2018 and was implemented with this device. The improvement will not eliminate the possibility of this failure mode as it is a failure mode that is inherent to the design of the device. As a result, twisting and excessive pressure is warned against during training and in the product IFU. Based on evaluation, the history of the device, and details about this particular incident, the root cause is user error. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the locking mechanism broke on the sharp kerrison during use. No injury to patient."